Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the blood flow indicator on the 7f exoseal vascular closure device (vcd) was observed to stop, the closure device was further retracted, the indicator window never turned black. In the end, the closure device was completely withdrawn from the body and no color change in the indicator window was observed. The closure failed, and manual compression was subsequently applied. There was no reported injury to the patient. This occurred after a neurointerventional surgery was completed from the femoral artery. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate sheath insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis at the puncture site. A 7f non-cordis femoral sheath was used. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the device. The sheath engaged and locked with the indicator wire cowling with an audible click, and pulsatile blood flow was observed. However, the indicator window did not change color during retraction. The device will be returned for evaluation.